Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the prime test at 4.0 lbs due to faulty force sensor resistor. Analysis was unable to perform basic occlusion, occlusion, excessive no delivery test due to compromised force sensor system alarm. The insulin pump passed self test, unexpected restart alarm, displacement test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked on battery tube threads and missing end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump had delivery anomaly. The customer's mother reported that they were having high and low blood glucose with the insulin pump. The customer's mother reported that the insulin pump was over or under delivering. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.